Event description:
It was reported that the pump bulb of this artificial urinary sphincter (aus) would not fill, resulting in activation issues. A surgical intervention took place to remove and replace the pump, along with implant of a new pressure-regulating balloon. The device was left deactivated. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this aus underwent a thorough analysis. The pump and balloon were visually and microscopically examined, and leak tested; all tests were passed. Product analysis was unable to confirm the clinical observations.

Event description:
It was reported that the pump bulb of this artificial urinary sphincter (aus) would not fill, resulting in activation issues. A surgical intervention took place to remove and replace the pump, along with implant of a new pressure-regulating balloon. They moved the balloon for inspection, and it touched the patients skin, so they decided to replace the balloon to avoid infection. The aus was left deactivated. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 800 underwent a thorough analysis. Visual and microscopical inspection of the balloon did not identify any anomalies. The balloon passed functional testing and performed within specification. The pump was visually and microscopically inspected; however, no anomalies were noted. The component passed the leak test performed. Upon functional testing, the pump did not pass the poppet pressure test. Based on the information available and analysis results, the pump not passing the poppet pressure test could have caused or contributed to the reported clinical observation of activation issues.

Event description:
It was reported that the pump bulb of this artificial urinary sphincter (aus) would not fill, resulting in activation issues. A surgical intervention took place to remove and replace the pump, along with implant of a new pressure-regulating balloon. They moved the balloon for inspection, and it touched the patients skin, so they decided to replace the balloon to avoid infection. The aus was left deactivated. No patient complications were reported.

Event description:
It was reported that the pump bulb of this artificial urinary sphincter (aus) would not fill, resulting in activation issues. A surgical intervention took place to remove and replace the pump, along with implant of a new pressure-regulating balloon. They moved the balloon for inspection, and it touched the patients skin, so they decided to replace the balloon to avoid infection. The aus was left deactivated. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.